Event description:
The pt underwent a uterine-sparing total pelvic floor repair with a concomitant sling procedure for prolapse and sui. Six months postoperatively, the pt experienced dyspareunia with pain upon palpation. The pain is at cach of the six arm insertion points along the lateral walls. The physician has considered marcaine/steroid injection into the sites and is concerned about releasing all the points with respect to risk of recurrent prolapse.